Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the left circumflex artery. A 1.50mm x 15mm fg maverick 2 mr balloon catheter was introduced. However, during the procedure the balloon failed to deflate, two attempts were made to deflate the balloon but the balloon only deflated a bit. Vacuum was held during withdrawal. The balloon was removed partially inflated. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire and the balloon was loosely folded. There was severe tip damage to the device. The device was prepped with an inflation device and filled with water to test the device for inflation to rated burst pressure. The device failed to inflate to rated burst pressure. At 4mm proximal to the rapid port exchange there was a 2mm surface scratch and a pinhole in the inflation lumen. The damage indicates an interaction with a guidewire or patient characteristics. Product analysis did not confirm the reported event, as during functional testing the device was found to have a surface scratch and pinhole damage to the inflation lumen and deflated with no issues immediately. There was also severe tip damage to the device. The damage to the device indicates an interaction with a guidewire or what could occur from device removal during procedural use, or an interaction with patient characteristics.

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the left circumflex artery. A 1.50mm x 15mm fg maverick 2 mr balloon catheter was introduced. However, during the procedure the balloon failed to deflate, two attempts were made to deflate the balloon but the balloon only deflated a bit. Vacuum was held during withdrawal. The balloon was removed partially inflated. The procedure was completed with a different device. There were no patient complications.